Manufacturer narrative:
A revision procedure has been planned to address this event but has not taken place yet. This report will be updated once the procedure has taken place.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture, high threshold measurements, and a drop in pacing impedance measurements from 1500 to 600 ohms. Poor morphology was also observed on the rv channel. An x-ray taken indicated the rv lead may have pulled back and dislodged. At this time the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut through the outer insulation was noted approximately 20 centimeters from the terminal pin which was thought to have been induced during the explant procedure. The lead passed a resistance test which confirmed it was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities or identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated this right ventricular (rv) lead was also causing the patient to experience diaphragmatic stimulation. Surgical intervention was performed and rv lead was explanted and replaced. No additional adverse patient effects were reported.